Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 128, 194, 174 mg/dl. Tests were done within 10 mins with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.